Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ca 19-9 immunoassay result for one patient sample from a cobas e 411 immunoassay analyzer. The serial number was requested but was not provided. The initial result was 99.46 u/ml with a data flag and was reported outside the laboratory. After this measurement they received a reagent short alarm. Therefore, they repeated testing on (B)(6) 2018 with a result of 38.87 u/ml. The customer then sent the sample to another laboratory for testing. The result from a mindray cl2000ir analyzer was 13.9 u/ml and the result from a beckman dxi800 analyzer was 11.3 u/ml. The sample was repeated on the original analyzer and the results were 36.72 u/ml and 39.22 u/ml. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.